Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the device was found in reset mode. No tachy therapy was available. The hardware reset could not be restored. The physician has made several attempts to contact patient. The patient is lost to follow-up.